Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that while in the cardiac cath room the intra-aortic balloon (iab) was prepped and the md inserted the super arrow-flex (saf) sheath into the patient's left femoral artery. As the md was inserting the iab through the saf sheath, he felt "severe resistance." As a result, the md removed the iab and saf sheath as one unit. It was noted that the md used another iab to complete the insertion. There was no reported patient death or injury. Medical/surgical intervention was not required. The delay in therapy is listed as 10 minutes. The outcome of the patient is "good".